Manufacturer narrative:
(B)(4). It is indicated that the product will not be returned to zimmer biomet for investigation, as no response has yet been received from the customer. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical devices - nut, catalog #: 178512, lot #: 255630. Centering sleeve, catalog #: 178540, lot #: 277540. Compress/finn transverse pin, catalog #: 178533, lot #: 846530. Compress/finn transverse pin, catalog #: 178531, lot #: 846510. Compress/fin transverse pin, catalog #: 178532, lot #: 846520. Anchor, catalog #: cp112576, lot #: 379400. Compress porous short 1 cm spindle, catalog #: cp111167, lot #: 685640. Custom intramedullary stem with neck blade, catalog #: cp112577, lot #: 379340. This report is number 4 of 5 mdrs filed for the same event (reference 0001825034-2017-03488 /03489 / 03490/ 02722).

Event description:
It is reported that the patient underwent an orthopedic salvage system revision due to unknown reasons approximately three and a half years following implantation. No additional patient consequences were reported. Attempts have been made, and additional information is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable as this revision was performed to achieve limb length equality in the patient. The patient was experiencing a leg length discrepancy associated with the expected growth of an adolescent. There was no known product deficiency.